Manufacturer narrative:
Main component of the system and other applicable components are: concomitant product: product ID 3889-28, lot # va0y3fe, product type lead.

Event description:
Patient was not feeling any stimulation and symptoms had been getting worse. Patient had been experiencing leaking, bladder leakage and "stuff." They had increased stimulation up to 7.0 on all four programs, but patient was still not feeling stimulation. Event date was (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from the patient¿s husband reports the patient met with healthcare provider on (B)(6) 2016 and had another appointment on (B)(6) 2016. They have reprogrammed patient without receiving efficacy. Patient had fallen 5 times due to unrelated medical condition. Patient was on psych medications for the last three years that made her dizzy. Those drugs had been adjusted to make her less dizzy so the patient was no longer falling. Hcp feels they need to do a full revision as lead had probably been compromised by the falls. Current plan was full replacement. It was not yet scheduled as patient also had high a1c levels due to not well controlled diabetes and was trying to control that before undergoing surgery. Additional information received from the patient reports the steps taken to resolve not feeling stimulation and symptoms worsening was contacting the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.